Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. A direct correlation between heartmate3 left ventricular assist system (lvas), serial number (B)(4), and the reported event of ischemic colitis could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 2 left ventricular assist device, serial number (B)(4), no product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from ischemic colitis and was readmitted to the hospital from (B)(6) 2020. A transfusion was performed. A relation between the device and patient condition was probable.

Manufacturer narrative:
Section a: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Date of birth should have been redacted from the initial report. Additional information to the manufacturer's investigation conclusion: heartmate ii lvas IFU rev. B, is currently available. This IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Heartmate ii lvas patient handbook rev. D is currently available. This handbook states, "if, at any time, you think your pump is not working right, call your hospital contact person, or other emergency contact, right away." No further information was provided. The manufacturer is closing the file on this event.